Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they did the cuff test at the time of the operating, there was a pinhole near the base of the 2-way foley catheter, and water was leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they did the cuff test at the time of the operating, there was a pinhole near the base of the 2way foley catheter, and water was leaking.

Manufacturer narrative:
The reported event is confirmed - other. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector and its packaging. Visual: received one (1) used all-silicone temp sensing foley catheter with sample port connector without original packaging. Verified material number 119314 and manufacturing lot number ngjw2604. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only one (1) ml could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in one (1) minute, 21 seconds with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they did the cuff test at the time of the operating, there was a pinhole near the base of the 2way foley catheter, and water was leaking.